Event description:
Reporter stated that pt's blood glucose was measured, using the integra sys, with a result of 6.3 mmol/l. At the time the result was obtained, pt was reportedly feeling unwell. Emergency medical services were summoned and, upon their arrival approx 5 minutes later, pt's blood glucose measured 1.8 mmol/l (on paramedics' device). Reporter stated that pt was transported to the hosp where blood glucose measured 1.8 mmol/l, on an unspecified device. Reporter indicated that pt remained hospitalized, overnight, in "a semi-coma" and was released the following day. No info about treatment received, while hospitalized, was provided. Pt's current condition was reported to be "fine." The suspect prod was not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.